Event description:
Reporter indicated that he could not establish communication with pt's generator. Troubleshooting was performed, but the problem persisted. Generator was replaced as pt claimed "it just stopped" and no communication could be made. Product was returned to MFR, but analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.